Manufacturer narrative:
No product was returned for investigation. No data logs were returned for investigation. The cause of the access site bleeding was not determined since product was not returned and there is insufficient clinical evidence.

Manufacturer narrative:
The device has not been received to date. A final MDR will be filed upon completion of our analysis of the event.

Event description:
The complainant reported an 84 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impela support. During support, multiple hematomas developed at the impella access site. The patient received several blood products and, as a result, the pump was removed. A covered stent was then placed.